Event description:
The patient service representative (psr) of a male patient contacted lifecor customer support to report that one of the patient's battery packs was broken and the second would not charge. Support had the psr replace the patient's battery packs.

Manufacturer narrative:
Device manufacture date - battery pack -2008. Battery pack - 2007. Eevice evaluation summary: device evaluation of battery packs have been completed. The battery packs had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this patient. This meant that the battery packs were used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery packs were retested and restocked. No adverse event occurred due to the defective battery packs. The patient received replacement battery packs.